Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during basal. Additionally when loading a new cartridge and in the fill tubing step, the customer was unable to see insulin drips out of the cartridge. Reportedly, the customer stated the insulin was being pushed through the tubing but back into the cartridge. The customer disconnected from the tubing and attempt to fill tubing yet did not see any insulin form the cartridge tubing. The customer loaded a new cartridge and was able to see insulin drips exit from the tubing. The customer's blood glucose level was not impacted.